Manufacturer narrative:
It was reported by the customer that a pyxis medstation 4000 system froze, displaying a system error message. The customer added that this device was their only available one and that patient care was delayed. The hospital deferred patients from their emergency department to other local hospitals. Customer stated that the patients were transferred from emergency department to local hospitals until the issue was fixed. There were no adverse events or injuries reported based on this event. Upon investigation of the actual device used in this incident it was determined that there was a system error on device boot. The device's hard drive was reimaged, a failed drawer was repaired, and system software was installed. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation 4000 system froze, displaying a system error message. The customer added that this device was their only available one and that patient care was delayed. The hospital deferred patients from their emergency department to other local hospitals. Customer stated that the patients were transferred from emergency department to local hospitals until the issue was fixed. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation 4000 system froze, displaying a system error message. The customer added that this device was their only available one and that patient care was delayed. The hospital deferred patients from their emergency department to other local hospitals. Customer stated that the patients were transferred from emergency department to local hospitals until the issue was fixed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: b1, h1, h6

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a1, d4 . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-aug-2023 to 16- aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was completely froze. A field service engineer reimaged the hard drive, repaired the failed half. Height cubie drawer and installed remote support services to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation 4000 system froze, displaying a system error message. The customer added that this device was their only available one and that patient care was delayed. The hospital deferred patients from their emergency department to other local hospitals. Customer stated that the patients were transferred from emergency department to local hospitals until the issue was fixed. There were no adverse events or injuries reported based on this event.